Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is not applicable as the device was not implanted.

Event description:
Healthcare professional reported "ruptured device upon implanting". The device was not implanted.